Manufacturer narrative:
(B)(4): the customer reported, the device was discarded. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information. (B)(4) incorrect removal.

Event description:
Device issue: difficult to remove filter. Time of device issue: during procedure. Adverse event: none. It was reported that during a carotid artery stenting procedure, after retrieval of the emboshield nav 6 filter element into the retrieval catheter, the filter element came out of the retrieval catheter at the exit port inside the sheath. The wire was pulled back and the filter, filter wire and retrieval catheter were removed from the sheath as one unit. Reportedly, the filter element was never fully pulled into the retrieval catheter. There was no adverse patient sequela reported. Although requested, there was no additional information provided.